Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log did not reveal anything related to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced electric shock from a homechoice (hc) device. The patient was connected at the time of the event. This event occurred during drain three of peritoneal dialysis therapy. The caregiver stated that the patient wiped the hc device with a wet cloth every night and there was a humidifier two feet away from the hc. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.